Manufacturer narrative:
A tear was observed on the external portion of the soft cannula, resulting in a fluid leak. The external tear is confirmed as the root cause of the reported not sure delivering insulin complaint. No blood was observed on the device, and no damages were observed that would contribute to the reported bleeding/bruising event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 21 mmol/l (378 mg/dl) while wearing the pod. Additionally, the patient reported bleeding at the pod site was observed. The device was originally reported for not sure delivering insulin. As treatment a new pod was applied. Investigation of the pod found a tear on the external portion of the cannula.